Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred during bolus delivery. The cause could not be determined during system check with tandem technical support. Customer reportedly changed supplies and resumed insulin delivery. The customer's blood glucose was 267 mg/dl.